Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of tibial component.

Manufacturer narrative:
Conclusion and justification status: the complaint states rec'd 14sep16, left knee; sade/loosening of tibial component. A complaint database search and manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation has been reopened because a patient code has been added. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complaint states rec'd 14sep16, left knee; sade/loosening of tibial component. A complaint database search and manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Addendum added 20 mar 2017: the complaint was reopened as medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient had synovitis. The tibial component was loosened at the cement to implant interface. At this time there is no new information that would change the existing MDR decision if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.